Event description:
It was reported by the customer that led segments on the numeric display does not illuminate. There was no patient impact or consequences.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a system board/connector damaged due to fluid ingress. The system board was replaced and the unit functioned as designed.